Event description:
It was reported that the right ventricular lead exhibited noise which was reproducible with arm movement. The lead was explanted and replaced without complication on (B)(6) 2015. The patient tolerated the procedure well.

Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at 7.2 cm to 7.7 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device. The damage found most likely resulted in the reported noise anomaly.